Event description:
The below report was received by health authority therapeutic goods administration (tga) (reference number: 86670) on 14-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("one essure coil had migrated in abdomen near the appendix") and fallopian tube perforation ("the other essure coil is protruding through the side of the other fallopian tube") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion intervention required) and fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (one essure coil removed and in waiting list to have a hysterectomy). The reporter considered device dislocation and fallopian tube perforation to be related to essure administration. The reporter commented: the migrated right coil was discovered and removed during an appendectomy. The outcome is very distressing, I have a photo which was taken during surgery of my other coil protruding from the fallopian tube. I am on the waiting list to have a hysterectomy. I worry all the time whether the coil will migrate further and puncture another organ. I have been waiting for 2 years to have this piece of coiled metal removed from me. Diagnostic results (normal ranges are provided in parenthesis if available): [surgery] (date unknown): during emergency appendectomy essure coil seen to have migrated in abdomen near to appendix and was removed. The other essure coil is protruding through the side of the other fallopian tube based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority therapeutic goods administration (tga) (reference number: (B)(4)) on 14-apr-2023. The most recent information was received on 27-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("one essure coil had migrated in abdomen near the appendix") and fallopian tube perforation ("the other essure coil is protruding through the side of the other fallopian tube") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion intervention required) and fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (one essure coil removed and in waiting list to have a hysterectomy). The reporter considered device dislocation and fallopian tube perforation to be related to essure administration. The reporter commented: the migrated right coil was discovered and removed during an appendectomy. The outcome is very distressing, I have a photo which was taken during surgery of my other coil protruding from the fallopian tube. I am on the waiting list to have a hysterectomy. I worry all the time whether the coil will migrate further and puncture another organ. I have been waiting for 2 years to have this piece of coiled metal removed from me. Diagnostic results (normal ranges are provided in parenthesis if available): [surgery] (date unknown): during emergency appendectomy essure coil seen to have migrated in abdomen near to appendix and was removed. The other essure coil is protruding through the side of the other fallopian tube quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.